Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed vent inop, and multiple reference failures were generated while in use on a patient. There was no patient harm.